Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test, generated technical error codes indicating power error and ventilation disabled. Our field service technician sent a quote to the customer, but it was not accepted. The only information received is that the ventilator is in use. No information on replaced parts has been received and no logs have been received. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref:(B)(4).